Manufacturer narrative:
This report is for one (1) unknown blade for short right trochanteric fixation nail advanced (tfna). Part and lot number is unknown. Without a valid part and lot number, the UDI is not available. Therapy date: implant date was reported as three (3) months ago on an unknown date in 2016, exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the blade migrated three (3) months post-operatively. The patient had a short right trochanteric fixation nail advanced (tfna) implanted three (3) months ago on an unknown date in 2016. On (B)(6) 2017, the blade migrated and the implant (blade, nail and one (1) screw) were removed intact. The femur had healed enough that no new implant was needed. There was no delay and the procedure was completed successfully. The patient¿s outcome reported as fine. Concomitant medical products: nail (part # unknown, lot # unknown, quantity # 1); screw (part # unknown, lot # unknown, quantity # 1). This report is for one (1) unknown blade for short right trochanteric fixation nail advanced (tfna). This is report 1 of 1 for (B)(4).